Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from her insulin pump. The customer's blood glucose level was 479 mg/dl. The customer stated that she received a no delivery alarm while changing her site. The customer stated that her blood glucose readings were running high because of the alarm as well. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer stated that the alarm was resolved by a complete set change.